Event description:
It was reported that when this programmer was turned on for a software update, the touchscreen did not work. No patient involvement. This programmer was returned and analyzed.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A non-field reported error codes 4cf4f, 7577a and fe681 were confirmed in the memory log files. During baseline testing, the touch responded properly. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.